Manufacturer narrative:
External insulation abrasion was noted at 8.7-9.5cm and 11.1-12.6cm from the distal tip, consistent with lead friction to a feature of the heart. Externalized conductors due to internal insulation abrasion was noted at 7.9-10.4cm and 11.5-15.0cm from the distal tip. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that during normal patient follow up, externalized conductors were observed. Noise was also noted. Lead was explanted and replaced.

Event description:
New information received notes inappropriate therapy was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.